Event description:
Customer reported the system had trouble saving peak opacified images from the subtracted cine run. When the save button is pressed after the cine run, the image seem to have saved (system beeped and number was displayed) but when the user looked in the thumbnail directory there was no thumbnail present. Had to try several times to save it successfully. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.